Manufacturer narrative:
Additional devices used: proximal screw x 3 distal screw x 1 based on the available information the device remains implanted in the patient therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device remains implanted in patient

Event description:
It was reported in a study that the patient had an increase in pain without injury. The patient was given 2ml kenalog, 2ml lidocaine, 7ml ropivacaine; injection into the shoulder articulation and subacromial space. A week later the patient was given1ml kenalog, 2ml lidocaine, 7ml ropivicaine, injected into the glenohumeral articulation